Event description:
Pt was revised to address hip pain.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 12 months ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.